Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a patient via a manufacturing representative. The patient was receiving an unknown drug (noted to be off-label) for non-malignant pain and hip pain from surgery. On this report date, the patient told the manufacturing representative about a possible inflammatory mass. They were doing a magnetic resonance imaging (MRI) to rule out granuloma, they had tried a mylogram/ CT (computerized tomography) to rule it out/get a good enough image because of the placement of the stim device so they were not able to discern the diagnosis of the inflammatory mass. It was confirmed that the patient would not be able to have an MRI with the current stim device in place so the patient was going to have the stim device removed/explanted so the patient could have an MRI to rule out possible inflammatory mass at the catheter tip

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.